Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user deployed several infusion sets incorrectly by inserting them with the blue needle cover still attached, resulting in wasted infusion sets and an urgent need for replacements, with no device alerts or alarms reported. Symptoms included none. Outcomes included the need for replacement supplies. Investigation included a review of the reported use error and confirmation of shipping information. Investigation of this case revealed user handling error during infusion set deployment. It was concluded that the event was attributable to user error, and replacement infusion sets were provided.